Event description:
It was reported that the mobile power unit (mpu) had a no external power alarm while the mpu was operating on (B)(6) 2025. The alarm was a short one, so it was judged that the contact was not good, and the person involved was looking at the situation with the cleaning. It was decided to exchange the mpu immediately. The alarm was a continuous sound. The mpu had a v-lock connector, and the ac power cord did not come loose at the wall outlet or from the back of the unit. There were no environmental circumstances that would have affected ac power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: brand name corrected. Section g2: report source corrected. Sections h5 and h8: corrected for reusable device. Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was not confirmed. There were no photos or log files submitted for review. The mpu, serial (B)(6), was not returned for analysis. The provided information stated that the unit was exchanged following the no external power alarm while connected to the mpu. Additional information provided stated that there were no log files available for review, the unit had a v-lock connector, the ac power cord did not come loose from the back of the unit nor wall, and there was no loss of power to the house. Based on available tracking information, the product appeared to be lost in transit. A root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4 - UDI corrected manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was not confirmed nor reproduced. There were no photos or log files submitted for review. During the evaluation of the returned mpu, serial (B)(6), the unit was powered on and went through the bootup sequence as intended. The mpu was connected to a mock loop and ran for over 30 minutes without issue. The cable was manipulated, and no alarms were active; the reported issue could not be reproduced. The mpu was opened, and the power supply pcba capacitor was found to be confirming. The unit was then functionally tested and passed all tests. A warranty replacement mpu was provided. Additional information provided stated that there were no log files available for review, the unit had a v-lock connector, the ac power cord did not come loose from the back of the unit nor wall, and there was no loss of power to the house. A root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.